Manufacturer narrative:
One photo was used for investigation. The reported problem was confirmed but the root cause cannot be determined since the actual product was not returned. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that during infusion there was a tubing broke and liquid leakage. Some leaks are small, so they are hard to notice by eye and are sometimes noticed after hours of use. The exact leak spot is not certain. This particular issue was discovered in the morning, so the product had leaked during the night. The issue is solved by exchanging bags and faulty sets. There was no delay for the subsequent therapy. There was no medical intervention. Patient suffers from a rare disease and thus must have a supplementary 24-hour diet via cvc (central venous catheter). Picture provided. There was patient involvement.